Event description:
An international distributor reported that their customer's AED was flashing red and alerting "low battery". The customer did not report this occurring during patient use.

Manufacturer narrative:
Although the customer initially reported a "battery low" warning, a review of the AED's internal log files determined that the device had progressed to displaying the "replace battery pack now" alert. Multiple depleted replacement battery packs were inserted into the unit, resulting in repeated alerts of "battery low" and "replace battery pack now." Further analysis of the AED log files revealed that the customer had been performing excessive self-tests, which significantly reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.